Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display had issues in the corner of the display. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display had issues in the corner of the display. The remote service engineer (rse) advised the replacement of the light crystal display (lcd). The rse provided the customer with the part number of the lcd. The investigation is ongoing.